Event description:
A surgeon reported myopic surprises (residual cylinder) with several bilateral patients following intraocular lens (iol) implant surgery. These patients were between two to four weeks postoperative following implant in their second eye. Most of the visual acuities (va) were in the 20/30 to 20/40 range. All of these patients had limbal relaxing incisions (lri) performed during the procedure. The surgeon does not believe the iols are defective but he does not know what is causing the myopic surprise in these patients. Additional information was received for four patients with bilateral iol implants. This is one of eight medical device reports being field; this event is for the fourth patient's left eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation. Additional information was received on 04/30/2009. Additional information was requested on 05/04/2009 by mail and fax. A completed questionnaire has not been received. This report was mailed to FDA on: 05/27/2009.